Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not receiving insulin from the insulin pump. The customer stated that she had already disconnected from the insulin pump. The customer stated that she had changed her reservoir four times within five days. The customer stated that her blood glucose was not decreasing and that she had been experiencing high blood glucose levels for a week. The customer's blood glucose was 222 mg/dl. Troubleshooting was done. The customer expressed that she had no symptoms of high blood glucose. The customer stated that the insulin pump failed the high pressure test twice. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.